Event description:
The customer reported that while running all assays, summit sample handler did not aspirate the correct amount of diluent in position 12 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report is beyond the 30-dary reporting requirement.